Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated the pump would reboot without user intervention and noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: review of the black box and download history revealed an unacknowledged ¿replace battery¿ alarm on (B)(6) 2013 at 17:26. The alarm remained unacknowledged for 21 minutes, until (B)(6) 2013 at 17:47, when the battery was replaced. On testing, the pump was exercised for 24 hours without power loss or power-related warnings or alarms. A leak test revealed a crack at the upper right-hand area of the pump case. The pump case was removed for investigation and revealed evidence of moisture ingress and contamination inside the pump.